Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to remove the insulin pump's battery cap. The customer also reported that she received an off/no power alert that was preceded by a low battery alert. Blood glucose level at the time of the incident was 465 mg/dl. The customer was sent a replacement battery cap and will not return the insulin pump for analysis.